Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative has recommended to the site to consider the use of fiducials due to known difficulties performing a tracer pattern when the patient is prone.

Event description:
A medtronic representative reported that, while in a cranial resection, the surgeon informed them that a 1cm inaccuracy occurred after performing a tracer registration. No initial troubleshooting was performed. The site elected to abandon navigation and continue with the procedure. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.